Manufacturer narrative:
During the zoll investigation on (B)(6) 2023, the lcd screen backlight of the autopulse platform sn (B)(6) did not illuminate, and the display was observed to be unreadable in dark environments. The root cause was a failed pca board, likely attributed to a component failure due to the age of the device. The autopulse platform was manufactured in december 2015 and is over 7 years old, past the expected service life of 5 years. Upon visual inspection, the lcd screen backlight did not light up. The processor pca assembly will be replaced to address the observed issue. In addition, the top and motor cover were damaged, and the head restraint wire on the top cover was broken off. The damaged head restraint does not render the autopulse platform non-functional. The observed physical damage appeared to be the characteristic of user mishandling. The motor cover and top cover will be replaced to address the issue. The autopulse platform passed the initial functional testing without any fault or error. However, upon further inspection, the brake gap was out of specification (too narrow), likely attributed to the age of the device. The brake gap will be adjusted to remedy the issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Event description:
During the zoll investigation on (B)(6) 2023, the lcd screen backlight of the autopulse platform sn (B)(6) did not illuminate, and the display was observed to be unreadable in dark environments. No patient involvement.